Event description:
Upon removal of #20 IV catheter, it was noted that the plastic catheter was missing. Resistance was not met upon removal. Doctor and nursing director were notified. Pt denied pain or discomfort at insertion site. The pt was taken emergently to the operating room to remove the foreign body from his right forearm vein under monitored anesthesia care. He had a complex closure and the are was dressed by the surgeon. Catheter sent to pathology. (B)(4).